Manufacturer narrative:
Product #1 pi main [(B)(4)]. An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Device not returned.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted. Information received in abbott patient device tracking indicated the patient died on (B)(6) 2017. Per report the doctor has stated the death was not device related but the exact cause is unknown.